Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string broke upon removal of the tampon. She was not able to remove the tampon. She went to the urgent care to get the tampon removed. She is doing well.